Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with cracked case at the display window corner, minor scratches on lcd window, scratches on the reservoir tube window and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call had keypad anomaly. Customer's blood glucose reading was 7.3 mmol/l. Customer received a button error alarm during a bolus attempt. Customer received a bad battery alarm prior to the button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.